Event description:
Reported conflicting results. Customer reported 1 positive sofia2 sars result followed by 2 negative sofia2 sars results for 1 asymptomatic patient (off label use - at the time). No confirmatory testing completed.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.